Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced nerve stimulation. It was further reported that the right ventricular (rv) lead had dislodged into the subclavian. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.